Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and did not duplicate the reported event. The ventilator passed self-testing.

Event description:
Report received that, during patient use, the ventilator went into safety valve open. There was no harm to the patient as a result of the event.

Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the compressor muffler. The ventilator passed self-testing.

Manufacturer narrative:
The device was repaired and the reported problem was isolated to normal wear. If information is provided in the future, a supplemental report will be issued.